Event description:
It was reported that the drainage valve was defective making condensation leaving the unit. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
UDI related data quality updates. A correction of fields # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and h4 manufacturer date were required. D1 ¿ brand name - previous brand name: compressor mini, corrected brand name: compressor mini 115v 60hz. D4 ¿ version or model # - previous version or model #: compr mini 115v 60hz, corrected version or model #: 6481779. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4). H4 ¿ manufacture date - previous manufacturing date: missing, corrected manufacturing date: 10/17/2017.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the compressor mini on site. The inspection revealed that the drainage valve was defective and that the issue was resolved by replacing it. After the replacement, the compressor mini passed calibration, functional and safety testes per factory specifications. Our conclusion is that the replaced drainage valve was the cause of the failure. However, the root cause of why the part failed has not been established as it was not returned for investigation.